Manufacturer narrative:
Depuy still considers the investigation closed. Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Asr revision to take place on (B)(6) 2014. Asr xl acetabular system - right. Reason(s) for revision: pain, possible component loosening, noise. Lot number for taper sleeve is invalid. Update: query confirmation received (B)(4) 2014. Component loosening confirmed. Component loosened is cup. Product stickers received. Lot number for taper sleeve appears to be 2398442, however the image is not clear enough to be certain. Reason(s) for revision: pain, component loosening (cup), noise.

Event description:
Asr revision to take place on (B)(6) 2014. Asr xl acetabular system - right. Reason(s) for revision: pain, possible component loosening, noise. Lot number for taper sleeve is invalid. Update: query confirmation received (B)(4) 2014. Component loosening confirmed. Component loosened is cup. Product stickers received. Lot number for taper sleeve appears to be 2398442, however the image is not clear enough to be certain. Reason(s) for revision: pain, component loosening (cup), noise. Correction: patient's probable date of birth added from product stickers dated (B)(4) 2014. (B)(4).

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Manufacturer narrative:
Depuy still considers the investigation closed.

Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Asr revision to take place on (B)(6) 2014. Asr xl acetabular system - right. Reason(s) for revision: pain, possible component loosening, noise, confirmed see below. Lot number for taper sleeve is invalid. Update: query confirmation received (B)(6) 2014. Component loosening confirmed. Component loosened is cup. Product stickers received. Lot number for taper sleeve appears to be 2398442, however the image is not clear enough to be certain. Reason(s) for revision: pain, component loosening (cup), noise correction: patient's probable date of birth added from product stickers dated (B)(6) 2014.